Manufacturer narrative:
The date of manufacture was unknown. Therefore, (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air pen drive device was leaky. It was further determined that the device failed pretest for check power with test bench, min. 30 to 80 w, (xx), check valve-control in ¿lock¿ position, check valve-control in ¿hand¿ position with hand switch, check external leak tightness, check internal leak tightness, general condition, and check history. It was noted in the service order that the device was leaky. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.